Manufacturer narrative:
The pump was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a patient was implanted with an impella cp device preoperatively for mechanical circulatory support and experienced saturated flows that led to device replacement. The following day after start of impella mcs, coronary artery bypass graft surgery was completed with the impella cp in the aorta. Post bypass graft surgery, the impella cp was repositioned in the left ventricle. Following, placement signal showed saturated flows, and consequently, the impella cp was explanted and replaced without incident. The patient sent to the unit on mcs in stable condition.

Manufacturer narrative:
The investigation of saturated flow has been completed. Based on data log review and the biomaterial on returned product, the root cause of the saturated pump flows was determined to be biomaterial.